Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the loading process the cartridge septum was damaged and when using another syringe needle, resistance was met when filling cartridge with insulin. Customer changed the syringe needle and cartridge to resolve the issue. Customer's blood glucose was within range (value not provided).